Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient had multiple inclusions. The iol was exchanged for another lens model 22 months following the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
The product was not returned. The file will be reopened if the sample is received. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the multifocal company model 21.5 diopter (add power +2.2/+3.2) lens was replaced with an unspecified, monofocal lens model. The product was not returned to evaluate. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. Follow up attempts were made. No further information has been provided at this time. There is one other complaint in this lot. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated that the patient had poor vision. The reason for explant mentioned as multiple optic glistening's.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).